Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. A replacement gantry motion control box was shipped to the site. After replacing the gantry motion control box, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Investigation of returned suspect device could not confirm the reported issue. The gantry box was installed in the image acquisition system (ias) 267 and ran without any issues. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that between two cases, the image acquisition system (ias) suddenly went into "recalibrate motion detection". When this occurred, the gantry door got stuck halfway open and it needed several tries with pressing the open and close button to make it work again. There was no patient present when this issue was identified.